Event description:
It was reported that, "the pt had a tka with nrg ps on (B)(6) 2006. Around (B)(6) 2010, the pt could not walk. The surgeon noticed a dislocation of femur component on some x-rays. The surgeon performed a revision surgery on (B)(6). During the revision surgery, the surgeon noticed a broken ps post. Therefore, he implanted a new insert instead of it. The femoral component and tibial component were not replaced in the revision surgery."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.